Event description:
The customer reported via phone call that the insulin pump has scratches on the screen. The customer stated that it is very difficult to read the display. She did not know the damage occurred. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.